Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperatively, when the videolaryngoscope did not turn on initially. Once the device powered on, it indicated that the battery was dead. The anesthetist required another device, and intubation was delayed while another device was obtained from a different location. The delay in intubation subsequently delayed the patient proceeding to interventional radiology for a scheduled procedure. The anesthetist successfully intubated the patient with the replacement device, the patient was stable, proceeded to interventional radiology, and there was no patient harm.

Manufacturer narrative:
Additional information: b3 and g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.